Event description:
It was reported that tandem mobi issued cartridge alarm 35 immediately after pump reset for malfunction, before cartridge load process, and issue did not occur during cartridge loading or involve any prior related cartridge alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to troubleshoot cartridge alarm 30 as part of follow-up actions, and no additional information was received regarding further outcome of event.